Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermagard xp was displaying a mid:09 (air trap assembly) error message upon turning on. No patient involvement was reported.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was not returned to zoll for evaluation. However, the console was serviced at the customer site. The review of the patient data and event log showed mid: 9 (post sensor) error message thus confirming the reported complaint. The console displayed mid: 9 error message upon power-up. Further testing showed that glycol was found in the fluid sensing side infra-red (ir) sensors of the level detector. Glycol was also found on the cap and the top of the coldwell. The glycol level was checked and it was found that the level was over the max mark. Approximately quarter cup of glycol was drained to keep from possibly over flowing as easily. In summary, the reported complaint of thermogard displaying mid: 9 error message was confirmed during event log review and functional testing. The root cause was due to the user filling the glycol over the max mark causing it to spill over resulting in the ir sensors to be non-functional. After removing about a quarter cup of glycol fluid, the console passed all final functional and electrical testing and operated within manufacturer's specifications. Evaluation at customer site.